Event description:
Reported by the complainant as follows: during a visit of our sales representative at the (B)(6) medical centre in (B)(6), whilst being present at a stress test and seeing the ECG graph, he found that there were sections in the graph which did not make it possible to read it, showing a clear indication of poor signal quality. The main problem in the graph appears to start in the last (2nd) part of the stress test until the end of the test. In other words, it happens after the patient's pulse comes to above 90 beats per minute. Malfunctioning ECG leads that result in erroneous results or asystole on the ECG tracing would likely cause a misdiagnosis and inappropriate medical treatment of the patient.

Manufacturer narrative:
(B)(4).